Manufacturer narrative:
(B)(4). Advanced bionics considers the investigation into this reportable event as closed. The recipient has reportedly resumed use of the device successfully. This is the final report.

Event description:
The recipient reportedly experienced device extrusion. The recipient's device was explanted.

Manufacturer narrative:
On (B)(6) 2016, the recipient experienced weeping behind the ear. On (B)(6) 2016, the recipient was prescribed flucloxacillin and antiseptic ointment as a precaution. A surgery was performed on (B)(6) 2016, to reinforce the skin with the temporalis muscle flap and the recipient was prescribed antibiotics.